Event description:
The surgeon implanted a toric silicone lens model aa4203tl and it split in half while advancing through the cartridge. The lens was not implanted and there was no patient injury. The facility did not provide the model and lot numbers of the cartridge and injector used during surgery.

Manufacturer narrative:
Other: there was no lens in the box when the package was returned.